Event description:
User facility medwatch report (B)(4) was received stating that "during tympanomastoidectomy, the 3 mm cutting burr was skipping. Surgeon asked for a second 3 mm cutting burr to determine if the burr or the midas rex drill was at fault. The second burr functioned appropriately. The burr with the original wrapper were sequestered". No additional information was available on follow-up.

Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. This is the first complaint for this product/lot combination. No additional information was available on follow-up. The user manual contains the following warnings "tools with the 'l' identification are longer tool intended for light bone dissection. The increased tool head/stem configuration may affect dissection stability" and "a tool's size and geometry may create excessive vibration at certain speeds. Increase or decrease speed on console. Change to a new too to prevent unintended tissue removal from patient." (B)(4).

Manufacturer narrative:
Report confirmed. Evaluation determined that when the tool was placed in the ava07 and exposure increased, flail due to natural frequency was observed and sporadic chatter manifested during dissection. It was noted that the tool performed in an effective and safe manner when used with exposures equivalent to using a non-variable attachment. Most likely cause of the reported performance defect is use in ava07 or avs07 with too much exposure. The user manual contains the following warnings "surgeons should familiarize themselves with the performance of dissecting tools before use, and should explore the effect of various levels of tool exposure on dissection stability. If the tool exhibits excessive chatter, vibration, or movement, decreases the tool exposure". Additional warning states "tools with the 'l' identification are longer tools intended for light bone dissection. The increased tool head/stem configuration may affect dissection stability" and "a tool's size and geometry may create excessive vibration at certain speeds. Increase or decrease speed on console. Change to a new tool to prevent unintended tissue removal from patient". We will continue to monitor this complaint type for trends.

Event description:
Report received stating that "during tympanomastoidectomy, the 3 mm cutting burr was skipping. Surgeon asked for a second 3 mm cutting burr to determine if the burr or the midas rex drill was at fault. The second burr functioned appropriately. The burr with the original wrapper were sequestered". No additional information was available on follow-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.